Event description:
On (B)(6) 2013 the distributor contacted animas alleging that the display was scratched and unreadable. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/10/2014 with the following findings: visual inspection revealed that the display lens was heavily scratched and obstructing the screen.